Manufacturer narrative:
Concomitant medical products: implantable tachy lead. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: management of a previously unreported implantable cardioverter-defibrillator lead complication. Europace. 2016; 18(5):1099-5129. Doi:10.1093/europace/euv321.

Event description:
A journal article was reviewed which contained information regarding this patient&#62688;implantable cardioverter defibrillator (ICD) system. The ICD was being removed for normal battery depletion, along with the removal of the right ventricular (rv) lead. The article indicated that the patient underwent a procedure to replace the rv lead. The author indicated that it was a "technically challenging extraction/replacement" procedure. It was noted that during the procedure, the suture sleeve "migrated along the [new] lead into the superior vena cava." The patient presented with pocket erosion six months later. The replacement lead and the suture sleeve were removed "as a unit." Further follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.